Event description:
Customer reported the injector head fell from the overhead counterpoise system when the bolt in the pivot knuckle on the injector head was missing. The tech tried to catch the injector head and the injector head hit his knee.